Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a misidentification of escherichia coli as salmonella enterica in association with the vitek® ms (ref 410895, serial (B)(4)). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify this issue as a trend for the vitek ms. Fine tuning: according to the vilink alert tool criteria, a fine tuning was needed during the tests performed by the customer. Spot preparation: the calibrator "all peaks" values are heterogenous, indicating non-optimal spot preparation. Customer data analysis: the customer's data was reprocessed with vitek ms knowledge base v3.2. For the first sample, one spectra led to a single choice identification of salmonella enterica ssp. Enterica while the second spectra led to a "no identification". For the second sample, the spectra led to a single choice identification of salmonella enterica ssp. Enterica. Expected identification and knowledge base review: the expected identification of the organism is unknown since the customer did not confirm the identification with a reference method, such as sequencing. Since the expected identification is unknown, the knowledge base cannot be searched to confirm the presence of the organism. Root cause: the suspected causes for the customer's issue are non-optimal fine tuning and non-optimal spot preparation. Conclusion: the expected identification of the organism is unknown since the customer did not confirm the identification with a reference method, such as sequencing. Since the expected identification is unknown, the knowledge base cannot be searched to confirm the presence of the organism. The suspected causes for the customer's issue are non-optimal fine tuning, a lack of fine tuning monitoring, and non-optimal spot preparation. Local customer service (lcs) has been requested to perform a new fine tuning and reanalyze both samples after completing the new fine tuning. Lcs has also been requested to provide the customer with additional training materials to help improve spot preparation technique.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Description: a customer in the (B)(6) notified biomérieux of obtaining a misidentification of an escherichia coli isolate as salmonella enterica in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported obtaining an identification of salmonella enterica when the expected identification was escherichia coli. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.